Event description:
It was reported that the implant was removed due to becoming fractured at the site. The procedure was able to be completed using another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Patient weight not provided. Additional 510(k) numbers are k011028 and k013227.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual evaluation of the as returned product identified bone debris on external implant threads. The implant exhibits a concave hairline fracture in the collar area. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii). The reported implant was located on tooth # 35 (fdi) and was used for approximately 5 months, 15 days. The length of the screw usage is unknown. DHR review was completed for the subject lot number (1251791). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1251791) for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. & fracture screw based on the available information, device malfunction did occur, and the reported events were confirmed.